Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Liver abscess [liver abscess] . Dc beads (100-300 mcm) 2 vials (loaded with epirubicin 50mg/vial) [off label use of device] . White blood cell count (wbc) 22590/ul [white blood cell count increased] . P/t ratio 63% [prothrombin time ratio decreased] . Ast 982 u/l [aspartate aminotransferase increased] . Alt 1012 u/l [alanine aminotransferase increased] . Total protein 6.5g/dl [protein total decreased] . Albumin 3.3 g/dl [blood albumin decreased] . Crp 14.46 mg/dl [c-reactive protein increased] . Hemoglobin level 13.3 g/dl [haemoglobin decreased]. Platelet count was 46.4 [platelet count increased] . Total bilirubin 1.64 mg/dl [blood bilirubin increased]. Case description: initial information received on 29-aug-2016: this spontaneous medical device report was received from a physician, via a business partner, concerning a (B)(6) male patient. The patient's medical history included hypertension, abnormal lipids and cerebral infarction, since unknown date. The patient's concomitant medication was unknown. On (B)(6) 2015 a tace (transarterial chemoembolization) was performed. The patient received dc bead (unknown lot number, expiration date and bead size) on (B)(6) 2015, for unknown indication. On (B)(6) 2015, the patient developed liver abscess. On (B)(6) 2015, surgery was performed. On an unknown date, the patient recovered from the liver abscess. The physician did not assess the seriousness of the event liver abscess or surgery, but considered the liver abscess to be probably related to the use of the dc bead. The physician did not provide a causality assessment to the event surgery. The company assessed the liver abscess as serious (medically significant and intervention required). The company also assessed surgery as serious (medically significant). Follow-up information is expected. Follow-up information was received on 14-sep-2016: follow-up information was received from a physician, via the company distributor. Additional medical history includes additional information regarding the pre-tace condition of the hepatocellular carcinoma. There was one tumor with the maximum diameter of 90 mm. Other additional medical history included: increased ggt and crp. Concomitant medication included an unspecified anticancer drug. The patient, on (B)(6) 2015, underwent a tace procedure using dc beads (100 - 300 mcm) 2 vial (loaded with epirubicin 50 mg/vial) for hepatocellular carcinoma. Lot numbers and expiration dates are unknown. On (B)(6) 2015, the patient's laboratory values were: white blood cell count (wbc) 22590/ul(normal range 4000-9000/ul); p/t ratio 63 % (normal range 70-130%); ast 982 u/l (normal range 13-33 u/l); alt 1012 u/l (normal range 8-42 u/l); gamma-gt 777 u/l (normal range 10-80 u/l); total protein 5.2 g/dl (normal range 6.7-8.3 g/dl); albumin 3.3 g/dl (normal range 4.0-5.0 g/dl); and crp 14.46 mg/dl (normal range <= 0.20 mg/dl). On (B)(6) 2015, the patient's albumin level was 2.4 g/dl (normal range 4.0-5.0 g/dl) and his hemoglobin level was 11.3 g/dl (normal range 13.5-17.6 g/dl ). On (B)(6) 2015, the patient's platelet count was 46.4 (10^4/ul) (normal range 13-35 x10^4/ul) and his hemoglobin level was 10.7 g/dl (normal range 13.5-17.6 g/dl). On (B)(6) 2015, the patient's platelet count was 51.5 (10^4/ul) (normal range 13-35 x10^4/ul) and his p/t ratio was 59% (normal range 70-130%). On (B)(6) 2015, the patient's crp was 22.68 mg/dl (normal range <= 0.20 mg/dl). On (B)(6) 2015, the patient's laboratory values were: total bilirubin 1.64 mg/dl (normal range 0.30-1.2 mg/dl); platelet count 54.8 (10^4/ul) (normal range 13-35 x 10^4/ul); ast 201 u/l (normal range 13-33 u/l); alt 172 u/l (normal range 8-42 u/l); gamma-gt 429 u/l (normal range 10-80 u/l); total protein 6.0 g/dl (normal range 6.7- 8.3 g/dl); albumin 2.2 g/dl (normal range 4.0-5.0 g/dl); and crp 11.61 mg/dl (normal range <= 0.20 mg/dl). On (B)(6) 2015, the patient's hemoglobin level was 10.1 g/dl (normal range 13.5-17.6 g/dl), platelet count 48.6 (10^4/ul) (normal range 13-35 x 10^4/ul); ast 41 u/l (normal range 13-33 u/l); alt 51 u/l (normal range 8-42 u/l); gamma-gt 218 u/l (normal range 10-80 u/l); albumin 3.1 g/dl (normal range 4.0-5.0 g/dl); and crp 4.40 mg/dl (normal range <= 0.20 mg/dl). All other test results were added in the dedicated section. On (B)(6) 2015, the patient experienced a liver abscess. The site of liver abscess was almost identical to that of tace. On (B)(6) 2015, a right lobe hepatectomy was performed. On (B)(6) 2015, the patient's white blood cell count (wbc) was 24190/ul (normal range 4000-9000/ul). All other laboratory results were added in the dedicated section. On (B)(6) 2015, the patient's laboratory values were: white blood cell count (wbc) 16900/ul (normal range 4000-9000/ul); hemoglobin level 9.8 g/dl (normal range 13.5-17.6 g/dl); platelet count 22.4 (10^4/ul) (normal range 13-35 x 10^4/ul); p/t ratio 60% (normal range 70-130%); total bilirubin 0.86 mg/dl (normal range 0.30-1.2 mg/dl); ast 19 u/l (normal range 13-33 u/l); alt 27 u/l (normal range 8-42 u/l); gamma-gt 55 u/l (normal range 10-80 u/l); total protein 5.2 g/dl (normal range 6.7- 8.3 /dl); albumin 2.5 g/dl (normal range 4.0-5.0 g/dl); and crp 12.82 mg/dl (normal range <= 0.20 mg/dl). On (B)(6) 2015, the patient recovered from the liver abscess. The outcome of the abnormal laboratory values is unknown. The reporting physician did not provide an assessment of the severity, seriousness or relatedness to dc bead for the new events of abnormal laboratory values. The company considers the new events of abnormal laboratory values and off label use of a device as non-serious in nature. No further information anticipated. This is a final report. Company comment: liver abscess per se is not listed but is likely due to necrosis and infection, which the latter is a listed event according to dc bead current reference safety information whereas off label use of a device, white blood cell count increased, prothrombin time ratio decreased, aspartate aminotransferase increased, alanine aminotransferase increased, protein total decreased, blood albumin decreased, c-reactive protein increased, hemoglobin decreased, platelet count increased, and bilirubin total increased are all unlisted according to dc bead current reference safety information. The physician considered the event liver abscess as probably related to the use of dc bead. In agreement with the physician, the company considers the event of liver abscess, as related to the product, as its role cannot be excluded. In absence of the physician's assessment, the company considers the events of white blood cell count increased, prothrombin time ratio decreased, aspartate aminotransferase increased, alanine aminotransferase increased, protein total decreased, blood albumin decreased, c-reactive protein increased, hemoglobin decreased, platelet count increased, and bilirubin total increased as related to dc bead as its role cannot be excluded, although the patient's underlying condition and history of abnormal laboratory values could provide an alternative explanation. The company considers off label use of device as not an event per se but a special scenario and therefore not assessable as an adverse event. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Liver abscess. Surgery. Case description: initial information received on 29-aug-2016: this spontaneous medical device report was received from a physician, via a business partner, concerning a (B)(6) male patient. The patient's medical history included hypertension, abnormal lipids and cerebral infarction, since unknown date. The patient's concomitant medication was unknown. On (B)(6) 2015 a tace (trans arterial chemoembolization) was performed. The patient received dc bead (unknown lot number, expiration date and bead size) on (B)(6) 2015, for unknown indication. On (B)(6) 2015, the patient developed liver abscess. On (B)(6) 2015, surgery was performed. On an unknown date, the patient recovered from the liver abscess. The physician did not assess the seriousness of the event liver abscess or surgery, but considered the liver abscess to be probably related to the use of the dc bead. The physician did not provide a causality assessment to the event surgery. The company assessed the liver abscess as serious (medically significant and intervention required). The company also assessed surgery as serious (medically significant). Follow-up information is expected. Company comment: liver abscess per se is not listed but is likely due to necrosis and infection, which the latter is a listed event according to dc bead current reference safety information whereas surgery is considered unlisted. The physician considered the event liver abscess probably related with the use of dc bead. The company considered also the event experienced by the patient (liver abscess), as related to the product, as its role cannot be excluded. Additionally, the event surgery was considered, as dc bead role cannot be excluded. This case is therefore reportable. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.